Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as dry and itchy, developed sores due to scratching. There was no alleged device malfunction. The patient's physician advised removal of the lifevest and also provided an unknown lotion. The irritation was reported as improved.